Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high glucose while using the ilet, with readings reportedly at 400 mg/dl, after the patient-adjusted weight setting was changed to 6 pounds in addition to previously documented incorrect meal announcements. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, involving the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.